Event description:
A malfunction alarm with code malf 12 occurred with the customer's insulin pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Technical support decided to replace the pump and instructed the customer to use a backup insulin pump to ensure continuous insulin delivery. The customer was also guided on how to put the pump into storage mode and return it using a prepaid label within 10 days.